Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed due to the reported issue. The philips field service engineer (fse) inspected the system onsite and confirmed that system was shutting down. Upon functional testing fse found blown fuse on the mpdu control. The fse replaced mpdu control pcb. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected .

Event description:
It was reported to philips that the system is shutting down. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and installed a new mpdu control pcb and problem resolved. The device was returned to expected functionality.